Manufacturer narrative:
Clarification to reported partial implant date d6a: 2005. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "leakage" and "capsular contracture" baker grade iii. The reported event or events are physiological complications ("capsular contracture" baker grade iii), and device analysis typically does not help allergan determine the cause. Clarification to e1 phone no.: (B)(6).

Event description:
Healthcare professional reported "'leakage" and "capsular contracture" baker grade iii. This record is for the left side. Device was explanted and replaced with a non abbvie device.